Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak, vessel occlusion). Results/conclusions: (severely angulated and tortuous vessel).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm was 6 cm in diameter. The aortic neck was short (1cm) in length and severely angulated (55 degrees). The left iliac limb was short (2.5 cm), severely tortuous and had an aneurysm of 2.4 cm in diameter. The right iliac limb was severely tortuous and ectatic. Minimal thrombosis in the aortic neck. The endurant stent graft was correctly placed up to the renal artery; the left was slightly higher than the right renal artery, approx 5 mm. Upon final angiogram there was a proximal type I endoleak. The physician elected to place another manufacturer's stent graft, after the stent graft was placed the right renal artery was partially occluded. The physician was unable to gain access to the right renal artery and the pt was monitored for the partially occluded renal artery. The type I endoleak did not completely resolve after the placement of the stent graft. The physician also commented that there was most likely a type IV endoleak coming from just proximal to the flow divider and the mid portion of the contralateral iliac limb. (MFR 2953200-2010-00149) no additional clinical sequelae were reported and the pt is fine.